Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2025 to treat back pain. The system was activated on (B)(6)2025 with no complaints. Approximately 2 weeks after activation the patient was seen in the clinic for reprogramming to optimize therapy due to reduced response to the stimulation. Over the course of the following month the patient reported ongoing reduced efficacy of the system despite multiple reprogramming sessions, eventually reporting no therapy being received at all. Xray imaging was performed on (B)(6)2025 and confirmed one lead had migrated away from the intended nerve target, leading to the loss of therapy. A revision procedure was performed on (B)(6)2025 to remove the migrated lead and place a new lead back at the nerve target.

Manufacturer narrative:
The tissue quality at the lead implant location is reported to be good and the leads were sutured in place at the time of implant with no notable complications reported from the procedure itself. The patient is reported to be highly physically active and it is suspected that there was a premature return to normal daily activities rather than allowing for the leads to fully scar into place.